Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and radiculopathy. The reason for call was caller stated that they have to charge their implant every day and it doesn't even last 24 hours. Caller stated that for about 2 months they have noticed that they have to recharge the implant every day. Caller stated they are not using the therapy that much because they only use it when their back is really bad. Caller stated that they have noticed that it takes at least 2 hours to charge the implant. Caller added that if they don't charge every day they can tell when the implant battery goes down because their back starts hurting, and they can feel the pain on their back. Caller noted that they keep the recharging quality to excellent and reposition as needed to ensure excellent recharge quality. Since their belt is broken they have to sit and charge instead of walk around. Caller stated they were currently recharging and had 90% battery in the controller and the implant was in the red. Caller confirmed they had excellent recharge quality. Caller noted they tried to meet with a manufacturer representative (rep) but the implant wasn't charged so they had to reschedule. Agent reviewed implant battery depletion information and advised caller to follow up with their clinician as planned.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A1: patient identifier incorrect on initial report medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.